Manufacturer narrative:
Alleged failure: RMA (B)(4). Hoping you can point me in the right direction in regards to who can help me with the below images....? Same product, however some of the sheaths are longer then the others, as you can tell. Because of this shorter length, it resulted in the outer sheath burning. The failure identified in the investigation is consistent with the complaint record. The probable root cause could be manufacturing. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that the product length was incorrect, which could cause a breach in insulation. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the product length was incorrect, which could cause a breach in insulation. The procedure was completed successfully.